Event description:
This spontaneous report was received from a us healthcare professional and concerns a female patient. She was injected with radiesse(+), into the pre-jowl sulcus (off label use of device). After the radiesse(+) injection, the patient experienced a crooked smile. The injector believed it to be a potential vascular occlusion (reported as vo). The outcome of the events was unknown. Follow-up information was received on (B)(6) 2022: after the radiesse(+) injection, it bubbled and the injector spent a lot of time massaging it. On (B)(6) 2022, the day of this report, the patient had a crooked smile. The reporter wanted to see how to fix it. Due to the provided information, the outcome of the event crooked smile was considered as not resolved (changed from unknown to not resolved). The outcome of the event vascular occlusion was left unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion (vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.